Event description:
It was reported that an alarm 2 occurred followed by alarm 26. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide details. The customer was instructed to disconnect tubing, tighten connections, and administer a bolus, but refused to continue troubleshooting. They resumed insulin use and planned to call back if further issues arose.